Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported teeth move and are very painful. Every time they remove their retainer this happens. They have an appointment to see their dentist for this issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.